Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120714.

Event description:
It was reported that the patient may undergo a lead revision at a later date. The reason for the surgery is unknown. Investigation was unable to determine which of the leads attributed to the revision.